Event description:
The following silimed anatomical double chamber tissue expanders were implanted on (B)(6) 2007: right breast: catalog number 20799-780; serial number (B)(4). Left breast: catalog number 20799-780; serial number (B)(4). Two months following the expander's last inflation, on the patient's tenth post-operative appointment, the patient was found to have bilateral deflation of the tissue expanders. As a result, the tissue expanders were explanted on (B)(6) 2007, and replaced with new tissue expanders. (Note: this report covers the left breast tissue expander. The right breast tissue expander is reported via report # 1651189-2008-00005.)

Manufacturer narrative:
A review of manufacturing records shows that the implant met all the specifications at the final inspection. The expander's shell presented a tear at the junction area of the chambers and a hole in the border. Valve function and integrity testing met all specifications, indicating that the valve of the expander did not leak. The result of the analysis and the customer's information were not enough to explain what might have caused the problem. However, holes and tears of similar characteristics can be caused by injection needles, while adding saline to the tissue expander. Note: this complaint was reviewed in connection with a review of the complaint files undertaken when investigating a recently received complaint (report # 1651189-2008-00007), and was determined to be MDR reportable.